Event description:
Physio-control evaluated the device and found that it failed the user test and gave the "connect cable" message while attempting to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the device therapy connector assembly to resolve the issue. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use. Further evaluation of the removed assembly did not duplicate the reported problem. Hence, further cause of the issue could not be determined.